Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No fluid leaks in the test cassette during the test treatment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The system air leak test passed and the load cell value and verification was within tolerance. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Source documents and information in the complaint file was reviewed. It was reported that this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing inability to drain on the liberty cycler and developing excess protein at home subsequently hospitalized for possible fluid overload on (B)(6) 2017. On (B)(6) 2017 during a service call by the patient¿s daughter requesting a replacement liberty cycler due to patient recently discharged from the hospital and had been in hospital for 2 days ¿because the cycler hasn't been draining him all of the way, causing excess protein.¿ the patient¿s daughter state the patient was drained manually after completion of ccpd treatment and removed 3/4 of the manual bag out. The patient had the peritoneal catheter (pd) catheter checked while hospitalized and the staff found nothing wrong. On 07/28/2017 during a follow up call to the pdrn it was revealed the patient had been hospitalized from (B)(6) 2017 due to fluid overload. Additionally the pt. Had been trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed the pt. Had been completing pd treatments using his liberty cycler but stated the patient was not fully empty after pd treatments using the cycler. As a direct result, the patient was advised to manually drain after completing all pd treatments using the cycler. On (B)(6) 2017 the patient was discharged to home and also seen in the pd clinic and advised to continue continuous cycler-assisted peritoneal dialysis (ccpd) treatments. The pdrn stated a replacement liberty cycler was delivered to the patient and he was re-trained on performing manual drains after treatments if needed, and the patient has been able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further reported issues.

Manufacturer narrative:
Conclusion: there is documentation supporting a possible temporal and causal association between the liberty cycler and the event of excess fluid/fluid overload by the patient contact ( daughter) necessitating in patient hospitalization for further medical evaluation and possible medical intervention but due to lack of received discharge summary, the course of hospitalization is unknown and additionally unknown amount of fluid to potentially be removed from the patient in order to return to baseline status. There is confirmation from the pdrn that there appears to be having been patient compliance with all ccpd treatments/manuals and daughter appears to actively assist the patient with his pd therapy. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the complaint file was reviewed. It was reported that this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing inability to drain on the liberty cycler and developing excess protein at home subsequently hospitalized for possible fluid overload on (B)(6) 2017. On (B)(6) 2017 during a service call by the patient¿s daughter requesting a replacement liberty cycler due to patient recently discharged from the hospital and had been in hospital for 2 days ¿because the cycler hasn't been draining him all of the way, causing excess protein.¿ the patient¿s daughter state the patient was drained manually after completion of ccpd treatment and removed 3/4 of the manual bag out. The patient had the peritoneal catheter (pd) catheter checked while hospitalized and the staff found nothing wrong. On 07/28/2017 during a follow up call to the pdrn it was revealed the patient had been hospitalized from (B)(6) 2017 to (B)(6) 2017 due to fluid overload. Additionally the pt. Had been trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed the pt. Had been completing pd treatments using his liberty cycler but stated the patient was not fully empty after pd treatments using the cycler. As a direct result, the patient was advised to manually drain after completing all pd treatments using the cycler. On 07/26/2017 the patient was discharged to home and also seen in the pd clinic and advised to continue continuous cycler-assisted peritoneal dialysis (ccpd) treatments. The pdrn stated a replacement liberty cycler was delivered to the patient and he was re-trained on performing manual drains after treatments if needed, and the patient has been able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further reported issues.

Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient had been discharged from the hospital on (B)(6) 2017 as the cycler hasn't been draining the patient all of the way, causing excess protein. She advised that she had to drain the patient manually after he completed treatment and she got 3/4 of the manual bag out. The patient used two 2.5% dextrose bags. The patient had his catheter checked while he was in the hospital and reportedly found nothing wrong. The patient was using this cycler while in the hospital and drained quickly manually. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient had been hospitalized from (B)(6) 2017 due to fluid overload. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and had been completing his peritoneal dialysis treatments using his cycler and stated the patient was not fully empty after treatments using the cycler and was advised to manually drain after completing treatments using the cycler. The pdrn patient stated the patient was discharged on (B)(6) 2017 and was re-trained on performing manual drains after treatments if needed. Medical records were requested.